Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on a greater than 85% de novo lesion in the left anterior descending artery (lad) of 25-28mm in a 3.0mm vessel diameter at a bifurcation. The vessel was calcified but not tortuous. Direct stenting was being performed with a 3.0x33mm cypher stent and resistance was felt while advancing the stent delivery system (sds) towards the target lesion and it did not cross. The physician withdrew the sds into the guiding catheter and removed it out of the pt. Once removed, the distal end of the stent struts was flared. The stent was still correctly mounted on the sds. There was no injury to the pt and the procedure was successfully completed with another product. Please note that this product is not distributed in the united states., however, it is similar to the us distributed. The product is available for analysis but the engineering report has not been completed as of this writing. Additional info rec'd will be submitted within 30 days upon receipt.

Event description:
The stent could not through the lesion. When the physician removed the stent from pt. He found the tip of stent was uplifted. The physician also felt resistance while advancing the device which was then withdrawn into the guiding catheter. A distal stent strut uplift was observed.